Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned in two pieces without identified device or use problem. A malfunction based on analysis was found. Visual inspection of the lead found an external abrasion at 12.8cm to 13.7cm from the distal tip breaching the outer insulation exposing the outer coil due to friction to another device or features of the patient anatomy at the distal region. No other anomalies were found.